Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc adapter defective/damaged. Before use, it was found that the film of the heparin cap was warped. The number affected is 1. No green claim is required. Samples can be returned and photos can be provided. A complaint reply letter and a complaint acceptance letter are required.

Manufacturer narrative:
1. The customer has returned a defective sample, which shows that the shrink band of the prn is not assembled in place. 2. DHR/bhr review lot 4016689. 1 this batch of products were assembled at intima ii auto line 3 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4). 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no non-conformance, deviation or rework activities. 3. Check the retained samples of complaint lot, no abnormality was observed on the shrinkage of retained sample. 4. Root cause 1 shrinkage band finishing station is misaligned caused. 2 it's a low probability event, the plant checked the current batch number 4149644, quantity: (B)(4) and no warping of shrink band was observed. 5. Actions inform the complaint on the ssu meeting, and ask the operator to reject this type defect during the inspection, if observed the shrink band, need ask to the technician to maintain the finishing station